Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil prematurely deployed within the patient, requiring additional intervention. An embold? Fibered 3x6 was selected for use to treat a bleed in the uterine arteries following a hysterectomy. The right uterine artery was successfully treated with an embold? Fibered 2x4 and a non-boston scientific (bsc) microcatheter. The left uterine artery was first treated with an embold? Fibered 2x4. While positioning the embold? Fibered 3x6, the physician retracted the coil. Midway through retraction, the physician felt a "pop", and the coil prematurely deployed, partly within the patient's vasculature and partly within the non-bsc microcatheter. Using a snare, the physician was successfully able to remove the entirety of the stretched embold? Fibered 3x6. The physician determined that the vessel was sufficiently occluded, and the procedure was completed. There were no patient complications as a result of this event.